Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s implantable cardioverter defibrillator was explanted due to infection and erosion processes. The right ventricular, right atrial and left ventricular leads were also explanted due to infection. An external pacemaker and a right ventricular lead were used pending re-implantation. The patient was in stable condition after this procedure. The implantable cardioverter defibrillator and the right ventricular, right atrial and left ventricular leads were replaced on (B)(6) 2017. The patient was stable before, during and after the implant procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).